Manufacturer narrative:
H3: the prosthesis wear reported may have been due to third body wear, patient-related conditions, instability, and/or malalignment between the femoral and tibial components. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the device was not available for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 4045435 02-010-01-0210 - femur ps cem.nº1 izq. 4021134 02-012-45-1010 - bandeja tibial logic fit 1f/1t. 4282456 204-34-04 - vastago ext. 14x40mm. 4232175 204-70-00 - tornillo fijacion vástago a tibia. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Ubarmin #31 during the week of april 17-25, representatives of exactech, inc. And exactech spain conducted an in person site visit with (B)(6) hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. On 28-nov-2023 updates to the excel listing were provided. This patient (B)(6) was implanted with a 02-012-35-1009 logic tibia ps mod insrt sz 1 9mm, serial number (B)(6) on (B)(6) 2016. The insert was manufactured on 3/24/2015 and was packaged in a vacuum bag with no evoh. The insert was manufactured on 3/24/2015 and was 1.02 years shelf age at the time of implant. Pending revision for wear of the polyethylene. No additional details are available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The prosthesis wear reported may have been due to third body wear, patient-related conditions, instability, and/or malalignment between the femoral and tibial components. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the device was not available for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.